Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the an alert for high, high voltage (hv) lead impedance was received. Interrogation was performed and it was found that the alert was triggered by an out of range alert historically around ~120 ohm within normal range in the past year. No noise or other episodes were observed. Recommendations to monitor were made as there wasn't a suspicion of a lead issue based on past trends. The patient was asymptomatic.